Manufacturer narrative:
The insulin pump was received with over written pump history. Unable to verify for e70 alarm due to over written pump history. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose readings at the time of the call were 220 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.